Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went swimming and did the back stroke. The right atrial (ra) lead reportedly pulled back and lost capture. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.